Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a CT scan that revealed a type 1b endoleak. At this time the physician decided to monitor the patient. One year later, the CT observed that the left common iliac artery aneurysm had grown to 42 mm in diameter, the physician decided to treat the patient. The physician stated that the patients change in anatomy (iliac aneurysm) was the cause of the event. The left hypogastric artery was coiled and the existing limb was extended by adding an endurant limb that extended into left external iliac, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).